Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Evaluation could not reproduce the reported problem. System error 322 alarms were verified through a review of the event history log and found to be caused by a lower auxiliary. The lower auxiliary was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed "system error 322". There was no patient injury or medical intervention associated with this event. No additional information is available.